Manufacturer narrative:
Patient implanted on (B)(6) 2022 presented with edema after tumor resection and implantation of gammatile.

Event description:
Patient presented with edema after tumor resection and gammatile implant.